Event description:
Nurse was sticking a child with a lancet. She placed the lancet down after puncture. She later picked it up and stuck her pinky finger. Both nurse and child tested negative for hiv.